Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an out of range issue occurred between the transmitter and pump with no continuous glucose monitor sensor readings for over 15 minutes. The customer's blood glucose level was 143 mg/dl. Reportedly, the customer reverted to using manual injections for insulin therapy.